Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had unresponsive button due to moisture damage on keypad trace. Display function properly with testing case. No frozen display noted. No moisture damage found on electronic assembly.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The buttons were unresponsive and the time was not advancing. The customer's blood glucose reading at time of call was 447mg/dl. No further information was provided.